Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The caller reported via phone call that they had blood glucose of 299 mg/dl then went low to 50 mg/dl. The caller stated that they received no delivery alarm as well. The caller also reported that they experienced low blood glucose of 36 mg/dl and 39 mg/dl. The caller stated that they treated the low blood glucose with food. The caller stated that the blood glucose went up around 100 mg/dl and gave juice to correct blood glucose. The caller stated that the blood glucose reached 367 mg/dl and treated with insulin. The insulin pump will not be returned for analysis.